Event description:
The customer reported via phone call that they experienced high blood glucose visited emergency services. The customer¿s blood glucose level was 449 mg/dl at the time of incident. The customer did experienced symptoms due to high blood glucose such as chest pain and arms hurting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer reported that the insulin pump had a compromised force sensor system alarm. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.